Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by the field clinical specialist (fcs), during a transfemoral tavr procedure with a 29mm sapien 3 ultra resilia valve, the balloon on the 29mm commander delivery system burst during deployment. The delivery system was unable to be withdrawn through the14fr esheath+, so the commander and esheath+ were taken out as one unit. The valve was well deployed so no further ballooning was done.

Manufacturer narrative:
The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was returned for evaluation. The returned device was visually examined, and the following was observed: there was a liner tear, the liner is fully expanded, and the distal tip opened as designed. The balloon burst both radially and longitudinally with no missing balloon material. The balloon material was bunched towards the nose tip. There were no other abnormalities observed. Dimensional testing was performed. The inflation balloon single wall thickness was measured along the edges of the burst location. The measurements were found within the specification. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. A review of the provided images revealed the following. Presence of calcification in the landing zone. Through extensive complaint investigations, balloon burst events during valve deployment have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause of these events has historically been due to calcification in the landing zone or over-inflation of the balloon. The reported event for balloon burst was confirmed based on the product evaluation. Available information suggests that patient factors (calcification) likely contributed to the event as the 3mensio imagery confirmed the presence of calcification in the landing zone. Calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.